Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system. A patient sample was tested for accu tni and the initial result was 0.11 ng/ml. The sample was retested and repeated results were in the range of 0.07 ng/ml - 0.60ng/ml. The results were reported out of the lab. The customer reported that two patients were affected in this event; however, they only provided exact patient results for one patient. Based on available info, the 2nd patient had accu tni results ranging from 0.07 ng/ml to 0.50ng/ml. Exact results for this patient were not supplied. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. Actual qc data was not provided. Pre-analytical sample handling information was not supplied. A field service engineer (fse) was dispatched to the customer's lab: the fse reviewed the last system checks and noted that some parameters were out of specifications high and recovered upon repeat. The fse ran system check which failed. The fse performed a diagnostic testing and obtained pipettor failed to wash error during run and the run was stopped. (Customer obtained this error while the fse was en-route to the customer's site). The fse removed both wash pumps and noted wash pump one had buffer salts binding in the piston. The fse noted issues with pipettor 2 and replaced a duck bill. The fse ran diagnostic testing with good results. The fse performed qc testing and reviewed results with the customer. Customer was satisfied with the results. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.